Event description:
It was reported to philips that the system failed to turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was in clinical use. The emergency procedure was completed by moving the patient to a different system which delayed the procedure. The rse reviewed the logfiles and identified that the hospital mains caused the azurion system to not receive any power. After the issue with the hospital mains was resolved, the system turned on and was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the azurion system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the azurion. Since the malfunction of an external power source is not malfunction of the azurion system. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.